Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, the surgeon was not able to press the green button and the handle was not squeezed. A new reload was used. There was no patient injury.